Manufacturer narrative:
Review of the manufacturing documentation for the devices revealed no deviation from process or non-conformity of product that would have caused the adverse event. Review of the sterility records indicates no deviation to sterilization or sterility results that could contribute to infection. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2012. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to infection. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.